Manufacturer narrative:
Updated block: h6. The complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed customer pressure module to zero, calibrate, alert and alarm properly. 999 was observed (by design) when pressure was outside the range of module design specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, an exact date was not given, but he stated the issue has been going on for a month. The pressure monitor was not measuring the negative pressure of the cardiotomy. Per field service representative (fsr), he replaced the pressure module. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pressure transducer could not be zeroed on the central control monitor (ccm) and a message was blinking '999'. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.